Event description:
It was reported that a patient experienced an infection after a recent battery replacement. No surgical intervention has occurred till date. No other relevant information has been received to date.